Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the saline leaked from the balloon immediately after being filled via syringe.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed. The returned catheter was visually evaluated and observed white deposit on the balloon as the user had inflated the balloon with saline. Per the functional testing, the catheter was inflated with water and the balloon could be inflated without difficulty. There was no pinhole or water leakage observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilze. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damage. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water". (B)(4).

Event description:
It was reported that the saline leaked from the balloon immediately after being filled via syringe.